Event description:
It was reported that the patient was symptomatic and went to the emergency room. The device was found at elective replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.